Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex catheter in 2 pieces. The balloon was tightly folded, with blood in between the folds. Microscopic and tactile inspection revealed kinks in the hypotube 2cm and 92cm from the strain relief, and a separation 84cm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to a tuohy and the distal end of the broken catheter. The balloon was brought to rated burst pressure, and the held pressure for 5 minutes, without leaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 12mmx3.00mm nc quantum apex¿ balloon catheter was introduced into the patient without problem. An attempt was made to inflate the balloon however the balloon was not inflated. It was then noted that there was blood in the pressure gauge. The device was removed and it was found out that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 12mmx3.00mm nc quantum apex balloon catheter was introduced into the patient without problem. An attempt was made to inflate the balloon however the balloon was not inflated. It was then noted that there was blood in the pressure gauge. The device was removed and it was found out that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.